Event description:
It was reported that the patient's blood glucose level rose above 300 mg/dl while wearing the pod. The pod fell off the infusion site, resulting in cannula dislodgement. The patient experienced vomiting and malaise during the event. Treatment details were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 18.7hardware: iphone16.1cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.